Event description:
Customer reported being hospitalized due to high bg. Cause of hospitalization as per md pump malfunction. Unable to complete troubleshooting, customer did not wish to conduct further troubleshooting.